Manufacturer narrative:
No button error alarm noted. Pump received with intermittent button response due to corroded keypad traces. Pump received with broken reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm that could not be cleared. Customer also reported they were attempting to suspend the insulin pump when it froze. The customer also reported the buttons were not responsive on the insulin pump. The customer's blood glucose was 58 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.